Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left subclavian artery with 95% stenosis. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire had resistance during advancement and failed to cross when it broke inside the 6french (f) guiding catheter, however, the resistance was not with the guiding catheter. The break was approximately 3-6 inches from the tip of the device. The wire was successfully retrieved and removed from the anatomy using a syringe and negative pressure. Nothing remains in the patient. Another non-abbott guide wire was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. In this case, it was reported that the guide wire met resistance during advancement, resulting in a material separation. Factors that may contribute to failing to advance the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, interaction with challenging anatomy, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to advance. Additionally, three sterile devices from the same part and lot were returned. A visual and dimensional inspection were performed. The inspection noted no damage or anomalies, and the dimensions were within specification. This indicated a product quality issue did not contribute to the reported difficulty. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported material separation; however, this cannot be confirmed. The separated portion of the wire was removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.